Event description:
The customer reported that the 840 ventilator had an erratic display. Customer was contacted and advises that unit was not repaired. Covidien was not authorized to service the device.